Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with an excisional biopsy of mons pubis lesion, laparoscopic appendectomy, and cystoscopy with hydrodistention. It was reported that the patient underwent revision of mesh on 01/16/2012. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/5/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2005 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(4) 2010 due to vaginal mesh exposure. No additional information was provided.